Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Field service specialist (fss) visited the account and checked laser. Error log reports showed two errors. Fss performed repairs which included replacement of the power supply and verified all functions. Fss completed testing using burn-in procedures and found no issues after repair. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while laser was creating a flap in the patient's right eye an error message occurred twice and flap was not able to be completed. It was reported the raster was created twice but there was no side cut. It was reported that procedure was aborted and a flap will be done at a later date and at a deeper location.